Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately this transcatheter bioprosthetic valve the patient was implanted within a patient with a history of atrial fibrillation, persistent atrial tachycardia, and sinus node dysfunction. A permanent pacemaker was implanted approximately 4 years and 9 months prior to the valve implant. Approximately 14 days following the valve implant the patient was seen in the physician¿s office with report of a rapid heart rate. No other symptoms were present. A device interrogation revealed atrial flutter with a 2 :1 conduction and a ventricular rate of 133 beats per minute (bpm). An oral beta block and a blood thinner were initiated. A cardioversion was scheduled. The atrial fibrillation event was reported as resolved 7 days following presentation. The physician indicated the event was possibly related to the valve implant procedure but not related to the valve itself. No additional adverse patient effects were reported.